Manufacturer narrative:
The tech attempted to raise the head section from the siderail controls. The hydraulic motor activates but there was no movement. The technician replaced the head up valve to repair the bed.

Event description:
Info received indicates the bed has no head up function.